Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva tpn bag was leaking from the dot of the letter "I" in the word "(B)(6)" printed on the bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured 31 may 2018 - 04 june 2018. The device was received for evaluation. Visual and microscopic inspection revealed a small hole in front of the bag. Functional testing revealed a leak at the front of the bag from the dot of the letter "I" in the word mexico printed on the bag. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.